Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was noted that the battery life was less than expected, the battery compartment was damaged and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: a review of the pump black box revealed evidence of a voltage drop resulting in a replace battery alarm. Additional battery alarms, voltage drops and pump reboots were observed in the black box. No battery cap was returned and all testing was performed with a test battery cap. The pump powered with the rest battery cap and the cap was unable to fully tighten. The battery compartment was found to be cracked from the thread area to the case seal and below the grip pad. The battery compartment threads were found to be damaged. There was evidence of moisture contamination inside the battery compartment. A leak test was performed and failed at the battery compartment crack. The pump case was removed and there was evidence of additional moisture contamination inside the pump. The current draws were within specifications. A ¿battery life¿ was not duplicated during investigation.